Event description:
It was reported by the patient's wife that the machine does not have a strong suction. Patient is having suction issues with pw. But she refused. She feels that she was mislead since she was referred to purchase the product by the hospital and expected it to be the same as the unit in the hospital. Representative let her know it was different but similar. She insisted on getting a refund and stated she would find another way. It's unclear if lot number was requested. Used with male wicks. Per additional information received via email on 14may2025, the patient is a 67-year-old white male and he¿s back in the hospital with a bad vre antibiotic resistant urinary infection that has now crossed into his blood. Unfortunately, the device did not have the same suction as the hospital pure wick system and your team would not accept a return. Despite me explaining the mix up multiple times. Part of our discharge plan was to use the pure wick like the hospital grade system but we didn't get that system apparently when we ordered unbeknownst to us as consumers, we got a system which was much lower suction under the same purewick name which doesn't have same level of suction as hospital systems we had used. I just wanted to return the device because what I purchased wasn't what I thought I had purchased. When I turned it on there was not hardly any suction and I called right away. The person explained they sell these low suction devices to home and they would not accept a return. But nowhere in the purchase process did I see that there was some very low suction level distinct from what I had used on the product at the hospital facility. We feel it was misleading in terms of what the product was in terms of capability.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: indications for use: the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick urine collection system before cleaning or when n. The IFU contains the following purewick operating instruction: 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheter¿s instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.